Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for product evaluation. The carrier tube was returned mated with the hub of the hemostasis sheath. The sheath and carrier tube assembly were cut through at proximal region of the shaft into two halves. The cut was made through the sheath, carrier tube and suture. All the pieces of sheath, carrier tube and tamper tube were returned for evaluation. Visual inspection revealed that the hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the device deployment sleeve. The deployment sleeve was found in the full rear lock position with color bands fully exposed. To determine the cause of the issue, the tensioner was removed from the device cap. Several turns of the suture were present within the suture wind disk. Functional testing was performed. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. No gross anomalies were noted with the tensioner plug. Dimensional testing was performed. The outer diameter (od) of the tamper tube was measured to be 0.061'' which was within the specification of 0.060 +/-0.002. The inner diameter (ID) of the carrier tube was measured to be 0.068'' which was within the specification of 0.068" +0.005/-0.005. All measurements were within the manufacturer's specifications. Based on the finding of the evaluation, the complaint could be confirmed for deployment difficulty since the returned device was severed which indicates that some form of resistance occurred. The tensioner was examined to ensure that the suture lock-up did not contribute to the allegation. The suture was able to be unwound easily upon functional testing. No functional anomalies were found with the tensioner as well. Based on the available information, no conclusion can be drawn as to the cause of the user's difficulties. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device/sheath assembly was withdrawn to position the anchor, the suture locked and could not be pulled. The device was therefore disassembled, and the anchor was successfully positioned. Subsequently, the hemostasis procedure was successfully completed without replacement. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.